Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2017-00016: plate.

Event description:
While inserting a locking screw into the most proximal hole of an aculoc 2 plate, microfractures occurred.